Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller and modular cable were exchanged and the issue still was not resolved. The patient was sent home with the plan to monitor and care as normal. The patient returned to the clinic with a recurrence of communication fault alarms. It was noted that it is now not possible to see pump parameters except for power when connected to the heartmate touch. It was suspected that there was now damage to both the communication lines a and b. The log files were reviewed and confirmed communication a and b faults beginning on (B)(6) 2024. The patient does not recall getting the driveline wet. The patient stated that the shocking of the modular cable and pump cable connector has continued. The connector was not inspected for more corrosion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on their way to the hospital with driveline communication fault alarms. The plan was to admit the patient. The patient had also sustained damage to their pump cable could possibly require it to be cleaned. The driveline communication fault was confirmed upon arrival. It was cleared at 4:06 pm and came back at 4:22pm. Photos of the damage were taken with measurements from the exit site. The patient also reported being shocked by the pump cable randomly. The current system controller was also reported to have membrane damage. The log files were reviewed and confirmed communication a faults on (B)(6) 2024. There was corrosion observed in the driveline connector. Additional log files were reviewed and found pump stops related to the driveline connector cleaning. Communication a faults returned after the cleaning and the problem was not resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images revealed corrosion within the pump cable inline connector that could have resulted in the driveline communication fault alarms observed in the submitted log files. A specific cause for the corrosion could not be conclusively determined through this evaluation. The submitted controller event log file captured intermittent com_a_fault flags on 01aug2024. An additional controller event log file was submitted, capturing a sustained driveline communication fault alarm associated with com_a_fault flags, as well as a persistent driveline power fault alarm from (B)(6)2024. Several pump stops were captured on (B)(6)2024 due to driveline disconnect events; these events appear consistent with the reported driveline inline connector cleaning procedure. Following each pump stop event, the pump ramped up to the stored patient speed without issue and the driveline communication fault alarms became active again. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed while the driveline was connected. A third controller event log file was submitted, capturing a sustained driveline communication fault alarm on (B)(6)2024. The alarm was associated with sustained com_a_fault flags and intermittent com_b_fault flags, which resulted in several loss_of_lvad_comm alarms due to both com_a_fault and com_b_fault flags being active at the same time. Pump parameters were not able to be recorded during these events due to a total loss of communication to the lvad. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Review of the account¿s submitted images revealed black/green contamination and corrosion on and around the pump cable inline connector pins. In addition, a large tear in the outer jacket was observed approximately 6.0¿ from the driveline exit site, exposing the underlying armor layer. Of note, rescue tape had been applied adjacent to the tear. Additionally of note, the inline connector bend relief was discolored dark brown. No other major signs of damage were observed. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they were transplanted on (B)(6)2024 (cs-201776). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ warns the user to ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 2 also contains instructions on replacing the modular cable. Section 6 ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 also provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 5 also cautions the user not to twist, kink, or sharply bend the driveline. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also reported shocking sensations when the modular cable came in contact with their skin. There was no damage noted on the system controller but it was unknown if the system controller may have been exposed to water.